Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for a diagnostic cystoscopy procedure, the user attempted to flush the channel with saline, but found the channel was clogged. The channel was then flushed using a syringe and an unknown foreign object exited the channel. An olympus oer-4 is used to clean the device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and the legal manufacturer's final investigation. As a result of evaluation, the following was determined: appearance check results: foreign objects could not be confirmed from within the channel. Using a microscope, it was confirmed that there was damage in the forceps channel. (1 cm, 20 cm from the tip). It was confirmed that there is damage and dirt on the forceps opening. A rubber (bending section cover) is chipped. The insertion part snake tube / curved tube is crushed, rattled, scratched. There are scratches on the grip of the operation part, including several levers and plates. There are scratches and collapses on the uniform cord and video cable. There are scratches on the lg (light guide) connector, video connector, and video connector cover. Operation check results: there is a hook of forceps insertion. There is a hook of the cleaning brush insertion. There is a lack of angle. Abnormal noise is made when the angle is activated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the reprocessing of the device could not be performed normally, and a foreign body remained within. Olympus will continue to monitor field performance for this device.